Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) who stated she was able to resume with therapy by starting with new supplies. No defects were noted with the supplies. The hp confirmed she has resumed therapy on the cycler and no adverse event resulted from the incident. An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 could not be determined. The batch review was not performed because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The hp stated she was connected to the hc and all bags were properly spiked and connected. The hp confirmed there was nothing unusual noted about the supplies. The technical service representative (tsr) instructed the hp to cycle power to display press go to start. The hp stated she would restart therapy with new supplies. The tsr also advised the hp to notify the peritoneal dialysis nurse. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.